Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was found in an unspecified amount of extension sets. This event occurred during patient infusion. It was further reported that the air sits at the top of the injection port and will come and go into the line, even after flushing the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests (pressure test and clear passage under water ) were performed and the results were satisfactory. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.. Should additional relevant information become available, a supplemental report will be submitted.